Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis was performed and no anomalies were found, the returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead, (B)(6) 2004; 4193-88 implantable pacing lead, (B)(6) 2004; 4076-45 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to tighten the set screw and was also not able to get the wrench in. The physician implanted a different device. No patient complications have been reported as a result of this event.